Event description:
The technician alleged that the brake casters are not holding. No patient impact.

Manufacturer narrative:
The technician found the brake cable captured between the brake bearings and stiffner plate. The technician replaced the brake bearings, stiffner plate and brake steer caster to resolve the issue.